Event description:
A failure of the vertical lift mechanism may lead to a sudden drop of the table. An injury was not reported, but a conservative assessment of a sudden drop of the table could cause serious injury to the pt.

Manufacturer narrative:
Device was repaired and returned to svc.